Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the valves will not allow fluid pushed through them. Drawing up fluid is fine, but expelling is not possible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer the valves will not allow fluid pushed through them. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 22065619 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: the valves will not allow fluid pushed through them. Drawing up fluid is fine, but expelling is not possible.